Event description:
Inserted 20 gauge 40 cm single lumen catheter without difficulty. After removing the guide wire and connecting 5" extension, pt stated she was having trouble breathing. This trouble continued and the pt became quite anxious. The cath was removed. The pt was put on o2. After a 5-10 min wait the complaints resolved. The pt also c/o retching and had abdominal pain. After receiving info related to adverse events with the related product these were removed from stock. This catheter is the same material and is now being removed from stock.